Event description:
It was reported that possible myopotential oversensing was observed. Review of the egm revealed loss of pacing. The noise was unable to be reproduced with isometrics. Programming changes were recommended. The patient will continue to be monitored with routine follow-up.